Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a blood glucose between 450 mg/dl to 600 mg/dl with weakness, headache and nausea associated with an alleged prime issue. Reportedly, the patient remained on the pump and did not receive treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was noted that the patient was not fully priming the tubing during site changes and was changing the tubing every 4-5 days instead of every 2-3 days. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged user error and not pump malfunction.